Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed by alternate testing methods (methods unknown). An attempt was made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.